Event description:
The customer reported that the buttons on her insulin pump are sticking and numbers will keep going up. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.